Event description:
It was reported that 1 bd 20mm smartsite¿ vialshield closed vial access device had leakage issues. The following information was provided by the initial reporter : the customer reported liquid drug cetuximab leakage from the smartsite vial shield device when connected to the vial.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd 20mm smartsite¿ vialshield closed vial access device had leakage issues. The following information was provided by the initial reporter : the customer reported liquid drug cetuximab leakage from the smartsite vial shield device when connected to the vial.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 09-jun-2022. H6: investigation summary: one mv0520-0006 sample was received without packaging for investigation; however the customer confirmed the reported sample was from lot 9248. The sample was received attached to a medication vial containing fluid. The vial was initially subjected to functional testing in order to replicate the customer's experience; leakage was confirmed between the connection of the vial access device (vad) and the vial. After carefully removing the vad from the vial, there was found to be an observable dent in the rim of the vial and a large gouge in the vials septum, as well as a slight bend in the tip of the spike of the vial access device. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A review of the production records from lot 9248 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the leakage could not be determined, however if the spike was attempted to be accessed off-center of the target piercing area, this could result in the spike of the vad becoming bent. If the bent spike was then accessed on the target piercing area, this would create a penetration hole larger than the spike, leaving a gap upon which fluid could leak out of the vial. Please note that the spike of the vented vial adaptor device is intended to be inserted at the central circle position of the vial's septum using a vertical force.